Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was reversed after it was connected to the header's pacemaker. The physician opened up the pacemaker again with a screwdriver and the set screw of the header's pacemaker was stripped. The pacemaker was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. The device was still in original shipping conditions upon receipt with battery voltage near the beginning of life level. There were no measurements made on the device in the field. Upon visual inspection, the header was found to have a normal setscrew which engaged with the wrench tool normally, and there was no contamination of foreign material detected. During the analysis, the setscrew was inserted and removed from the header with normal force, and both leads were fixed to the header with the setscrew normally. Normal functionality was observed upon electrical and mechanical analysis. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.